Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tank tubes were expanded on the arctic sun device. Per sample evaluation results received on 29mar2023, it was reported that tank tubes such as double bend tube and l shape formed tube were found be expanded. It was stated that the double bend tube and l shape formed tube were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tank tubes were expanded on the arctic sun device.